Event description:
Patient undergoing laparoscopic cholecystectomy. A 5 mm port was placed in the subxiphoid region. A small nick was made in the right side of the abdomen and an alligator clamp was passed percutaneously into the peritoneal cavity. The fascia was thick and during the insertion the tip of the alligator clamp got twisted, it was therefore removed and a new grasper was placed in its place. Similarly, a small nick was made medial in the right upper quadrant medially and another alligator grasper was attempted, was pushed into the peritoneal cavity. During the process the tip got bent and fell off. The arm of the grasper was successfully removed from the patient. An additional 5 mm port was now passed under direct vision and a regular 5 mm grasper was used for further dissection. There was no patient harm.